Event description:
It was reported that during the follow-up visit, the magnet mode went on unexpectedly. The device began pacing doo 85 and did not stop until a magnet test was performed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. No manufacturing site # was selected so a generic one 'medtronic, inc' was used.